Event description:
It was reported that patient experienced inadequate stimulation despite of multiple reprogramming attempts and had to frequently charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was kept by facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.